Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. Evaluation summary: investigation of the returned device found that it had been deployed and was missing the plunger/needles assembly, the anterior and posterior cuffs, and link material. The guide tube was noted to be bent and blow through marks were present on the posterior foot. The suture was returned complete and undamaged with the posterior needle tip attached and measured approximately 20.5 inches in total length. The foot assembly did not present any damage. However, damage was detected to the posterior needle tip, consistent with the needle tip striking the posterior cuff and pushing the cuff out of the foot. The blow through marks on the posterior foot confirmed the cuff had been ejected or pushed from the posterior foot; however, a posterior cuff miss did occur confirming the reported event. The device was tested by inserting a proxy plunger/needle assembly to test for needle trajectory. The results were acceptable with both, the anterior and posterior needles entering their respective foot pocket, even with the bent guide tube, indicating proper needle trajectory. A possible cause for the cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment; however, none of the possible causes for the cuff miss could be confirmed. The detected bent guide tube indicates torque was applied to the device and is inconsistent with the instructions for use. No other observations were noted. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the reported event and the device observations is related to the operational context in which the device was used. A review of the lot history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Bleedback was observed, some resistance was felt during pull back of the device, and bleedback stopped. The sutures were deployed; however, a cuff miss occurred. The introducer guide wire was reintroduced, the foot was released and an attempt was made to remove the device from the anatomy but resistance was felt. Force was applied and the device was removed. A new proglide was introduced; however, cuff miss occurred again. The device was removed and hemostasis was achieved using manual compression and femstop. The procedure was prolonged. On inspection of the first proglide, it was noted that the foot was partially detached. The location of the component is unknown. There was no intervention performed or planned, and the patient was discharged four hours post procedure. Though requested, no additional information has been provided.